Event description:
Livanova deutschland has received a report that the roller pump 85 twin pumps went in a runaway state. Pumps displayed error code 1a and error indicating that pump spinning in the opposite direction. The issues occurred during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H10: livanova deutschland manufactures the roller pumps. The incident occurred in united states. Custome has been provided of another pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2023 and review of the DHR could not identify any deviations or nonconformities relevant to the issue. Field service on site replaced the pump with another one. Complained roller pump was sent to manufacturer for investigation and repair. Upon inspection at manufacturing site the pump started to turn on and off randomly. This issue may be caused by a defective board. As preventive measure it has been recommended to replace also the motor driver and control boards for both pumps. No repair request has currently been received from customer, therefore no service activity on the pump has been performed yet. Log files were gathered by technical team and provided to be analyzed. Several runaway errors and wrong direction code were confirmed in the extracted log file. In addition a can timeout with subsequent watchdog reset and disconnection of the motor was stored on the date of event. Can timeout occurs when a safety feature of the pump has failed and therefore the pump no longer allows the system to monitor it properly. Based on the technical inspection of the pump and the result of log file, the most likely root cause of the reported issue has been traced back to an early failure of the electronic board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.